Event description:
The customer alleged that he performed blood glucose tests using his breeze2 meter and another meter. He alleged the readings were 100% different, but was unable to provide the actual readings. Depending on the actual readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.